Manufacturer narrative:
Patient with a unicondylar knee implant was revised to a total knee. The surgeon surmises that the patellectomy may have caused late instability. Review of CT data also indicated osteoporotic bone quality and presence of lateral disease. Review of the device history record indicated that the device was manufactured to specifications.

Event description:
Patient with a unicondylar knee implant was revised to a total knee.